Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) fell. This device delivered anti-tachycardia pacing (atp) and shocks in the ventricular tachycardia zone which caused therapy exhaustion. Boston scientific technical services (ts) suggested showing the result to the cardiologist. Attempts to obtain additional information were unsuccessful. No known intervention done as of this time. This device remains in service. No adverse patient effects were reported.